Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this aberrometer. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported that patient's axial alignment was off by 80 degrees following aberrometry guided toric intraocular lens implant. Surgeon plans to rotate toric lens to different axis in the future.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the calculations and readings. The inconsistent aphakic measurements were due to the lid speculum pressing on the globe. The chosen aphakic refraction differs from the pre-operative axis by 65 degrees. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).